Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow up, right ventricular lead noise was noted and impedance was low. The device was reprogrammed to single-chamber mode and the lead remains implanted and will be monitored. The patient is in stable condition.